Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that upon deployment in a large vena cava (28-29mm), the filter did not appear to fully expand, as the filter apex was lodged in the right renal vein and was titled approximately 30 degrees. The physician attempted retrieval, but was unable to capture the filter hook, which was inside the renal vein. From the femoral approach, an attempt was made to reposition the filter, but this was unsuccessful. However, the physician determined the filter was in an stable position. A competitor's filter was placed below the malpositioned filter. There was no report of any injury to the patient.